Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacer-dependant patient presented in-clinic with high, out of range pacing lead impedance. An increase in capture threshold was also noted. Subsequently, the lead was capped and replaced.